Event description:
It was reported that "the catheter was inserted but unable to start pacing. It was replaced with another catheter." Device will not be returned due to infection. There were no patient complications reported.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time.